Event description:
While using a trailblazer catheter from ev3, approximately a 3-inch segment of the tip broke off while the surgeons were trying to insert it into the sheath. The surgeons were able to retrieve the entire catheter. FDA safety report ID # (B)(4).